Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Catalog # is unknown. No product information has been provided to date. Operator of device is unknown.

Event description:
It was reported that the pump delivered an overdose of medication. No patient injury was reported.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date.

Manufacturer narrative:
Other text: device evaluation: the device was received at the service center. The repair notes indicate that the reported issue was not confirmed. The pump was found to be operating as intended and passed all tests after service was completed. As the device was beyond a year from the manufacturing date and with no indication of a manufacturing defect, no device history review was performed. Per service history review this device had not been in for service in the past twelve months and there was no indication the complaint was related to a previous service of the device.